Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite secondary set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by customer that fk bag was leaking when rn took dose out of bag.

Manufacturer narrative:
The customer reported the tubing set fell out of the bag, and returned three used sets of material 10014881, lot 25039058. Upon initial visual examination, the sets had no defects or abnormalities. The sets were all tested by inserting into used IV bags, and tugging/trying to loosen them. No issues were found and the spikes created a watertight connection. The spikes were investigated for dimensional discrepancy, and all three were with tolerance. The root cause for the spike falling out the bag issue was unable to be determined without a replicated failure. We assure the customer that our spikes are within iso specification. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.